Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. There were no scrolling numbers during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 227 mg/dl at the time of the incident. Customer stated that she was giving a bolus and the pump was scrolling up and down. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.